Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted (date of implantation unknown) via a full thickness dissection and horizontal incision at the bladder neck. Per the physician's normal protocol, raytec gauze was packed in the patient's vagina during the procedure and was left in place for two days, and the patient was prescribed premarin cream for the first few days following the procedure. The physician discovered mesh extrusion during a follow-up appointment with the patient (date of appointment unknown). Reportedly, the physician felt the edges of the mesh extruding from the incision site when he was palpating anteriorly and opined that it was a very small amount of mesh that was extruding. It is unknown if there was any treatment for the mesh extrusion. The patient, who was reported to be over 18 years of age, is currently doing fine.